Manufacturer narrative:
The cause of the leak (alleged clogged waste filter) is still under investigation. Filter has been replaced along with components impacted by the leak and instrument has been returned to service but cause of overflow due to clogged waste filter is still under investigation.

Event description:
Lab biologist slipped and fell from liquid leak from instrument resulting in a cracked rib.